Manufacturer narrative:
(B)(4). Additional narrative: the sample was not returned to baxter for evaluation. Therefore, the reported condition of "reservoir ruptured" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4).

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce infusor lv 2 had ruptured and leaked onto the hospital bed. It was being infused with 192ml of 5-fluorouracil and normal saline over 96 hours. It is reported that towards the end of the fourth day the rupture occurred leaving approx 40-50ml of solution in the device. There is no patient injury or medical intervention reported. No additional information is available.